Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had been inserted for three days when it ceased to flow. The healthcare professional (hcp) reviewed the patient¿s status with a bladder scan, which confirmed urine in the bladder. The hcp was able to release only 2 mls. There was considerable resistance when the catheter was pulled. The catheter was removed by force with the balloon still partially inflated. It was reported that the catheter was removed by force causing hematuria and significant pain.

Manufacturer narrative:
The reported event was unconfirmed. Received 1 foley catheter for evaluation. No visual defects were noted on returned catheter. Per the functional evaluation, the balloon was inflated with 10ml of water and administered to flow rate testing. While inflated, the flow rate was 101ml/min, 110ml/min and 102ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was introduced through the drainage eye and came out from the drainage funnel without difficulty. The reported event was unable to be duplicated. The catheter was dissected and no conditions were found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications for urological use only. The deflate catheter balloon. Gently insert a luer slip tip syringe in the catheter valve. Never use more than force than is required to make the syringe 'stick' in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had been inserted for three days when it ceased to flow. The healthcare professional (hcp) reviewed the patient¿s status with a bladder scan, which confirmed urine in the bladder. The hcp was able to release only 2 mls. There was considerable resistance when the catheter was pulled. The catheter was removed by force with the balloon still partially inflated. It was reported that the catheter was removed by force causing hematuria and significant pain. Per additional information the bladder scan showed 500-600ml of urine in the bladder. There was no medical intervention performed.